Event description:
A customer contacted haemonetics on (B)(6) 2013 to report an orthopat device with the description of "fluid spill." No patient/operator injury reported.

Manufacturer narrative:
The device was returned and evaluation for "fluid spill". Fluid ingress was found. The following component was damaged and replaced: the power supply. The device will be upgraded to the current fluid remediation. (B)(4).